Event description:
Reporter had a total knee replacement in 2003, she states that once her leg came alive post op, she experienced "unbearable" pain, she spent a month in the hosp because of fever and at this time, she recalls her leg turning colors from red to blue. Dr performed an emg and told her once he began the test it would cause her to move from out of her chair. This never occurred. Her dr explained that he had never seen anything quite like this before. The pain required her to receive femoral nerve injection for a year. She required her implant records and found that they were incorrect. They even had the wrong dr's name for having performed her surgery. Reporter has spoken to the MFR's attorney who refused any possibility of a knee replacement recall. She received a "nasty" letter from the MFR verifying as of aug 2006 there'd never been any recall. Reporter has spoken to a pharmacist for FDA who gave her a recall # 200-04-45 that she felt matched the # to her implant. Reporter states that she's been told she doesn't have a case. She says in aug a cemented tray had been recalled and the # was either 4f or 5t. Another person suggested that she contact FDA medical device div. Reporter states that exactech recall was due to the mislabeling of the sizes. FDA says a relook on the recall #s will be done in 2007. Reporter requires vicodin daily for pain. She wants to find the source of her pain problem and feels it's related to her implant.